Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified upper arm shunt. A 6.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilatation. However, during third inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: a athletis device was received for analysis, the following attributes were examined: visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. A leak test was carried out and the balloon was inflated to its rated burst pressure for 30 seconds using deionized water and digital timer without issue. Vacuum was then applied. The inflation device was verified at 40 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip, markerbands, no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified upper arm shunt. A 6.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilatation. However, during third inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient injuries reported, and the patient condition was good post-procedure.